Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no pt involvement. The customer reported to have replaced the graphical user interface pcb. Covidien loaded the software only and conducted the final testing.

Manufacturer narrative:
Covidien reference number (B)(4).